Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that review of the device's log file and AED report file shows the presence of error occurring on (B)(6) 2024. Further review of the device's log file showed low battery were recorded first recorded on (B)(6) 2023. After (B)(6) 2024 there no more log entries present due to depleted battery and device did not power back up until a new battery was installed on (B)(6) 2026. The device passed all functional testing without any issue. Accessories were not provided for evaluation. Device functioned as its intended. Based on the log files the error was caused due to customer not changing depleted battery, having depleted battery inserted for extended amount of time, and not regularly checking the device. No emerging trend based on similar reports.